Manufacturer narrative:
Batch review performed on 26-jun-2023: lot 186838: 30 items manufactured and released on 08-nov-2018. Expiration date: 2023-10-24. No anomalies found related to the problem. To date, 5 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.